Manufacturer narrative:
Investigation conclusion: retention products for the reported lot were tested with hcg quality control cut-off standard (25miu/ml) and high level hcg clinical urine (212.6iu/ml, 215.2iu/ml, 221.9iu/ml). All devices showed positive results at read time and met quality control specifications. No false negative results were obtained during in-house testing. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. Case details do not indicate if any of the urine samples were a first morning catch. Per the package insert, very dilute urine may not contain representative levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Devices not returned for investigation.

Event description:
False negative hcg results for four patients on the hcg one step pregnancy test device. Confirmatory test provides positive result. Exact results of confirmatory test not provided. No further information provided. Although further information was requested, no further information was obtained.